Manufacturer narrative:
Investigation summary: received one used nexiva 20 ga unit with a package label from the lot number 8187553. Bodily fluids throughout the unit. The extension tubing was separated from the clear port of the catheter adapter. No adhesive was found on the extension tubing or around or in the clear port of the catheter adapter. DHR- the lot number was built / packaged on nfa line #1 from july 8, 2018 thru july 14, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation conclusion: manufacturing- this defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Vision upgrades to better detect the new failure modes from the station redesign ¿ sep 11, 2018 design and install tooling to make the station (adhesive dispense tips) more robust ¿ oct 17, 2018.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port detached during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva closed IV catheter system with dual port detached during use. No serious injury or medical intervention was reported.